Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient does not have revision surgery scheduled and will not be explanted at this time. The recipient is reportedly a nonuser due to lack of benefit. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient's device will be explanted in order to perform MRI procedure. Revision surgery will be scheduled.